Event description:
The pt reported experiencing erratic blood glucose levels of 50-300 mg/dl. She treats low blood glucose by eating or drinking, and she corrects elevated blood glucose by bolusing through the infusion device or via syringe. She switched to her backup infusion device and her blood glucose returned to normal, 100-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.